Event description:
It was reported that when an asymptomatic patient presented in clinic during a follow up, post-paced t-wave oversensing was observed on the device. The patient did not receive therapy during the oversensing. Programming changes were made. Patient was stable prior, during and post device interrogation.